Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (3 tesla). There are plans to replace the magnet; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on november 11, 2022.

Manufacturer narrative:
Per the clinic, the surgery to replace the magnet under general anesthesia has been completed on (B)(6) 2022. This report is submitted on december 21, 2022.